Event description:
The customer reported receiving differential vote outs (non-numeric results) from a coulter lh 780 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/28/2015. Troubleshooting temporarily resolved the issue, but it reappeared on (B)(6) 2015. On 06/10/2015, the fse replaced the sample line from the diff shear valve 85/126 to the mixing chamber; took the diff shear valve apart and cleaned inner passages. The fse verified the repair per established procedures and results met published performance specifications. (B)(6).